Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hardware failed. The field service engineer (fse) ran diagnostics, adjusted the latch sensor, and replaced the drawer slide rails. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the storage space continued to fail despite attempts to recover it and reboot the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.